Manufacturer narrative:
Investigation is ongoing. Medical record was received on 4/4/2026 and is pending clinical review.

Event description:
It was reported via the edwards lifesciences implant patient registry that a 26mm sapien 3 valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 3 years and 2 months. The 26mm sapien 3 valve was implanted in a stenotic bicuspid aortic valve. Information from the time of procedure indicates that the valve was implanted 80/20 (aortic: ventricular), and paravalvular leak at the end to the procedure was noted as "none/trace". Failure mode was identified as paravalvular leak. It was thought that the paravalvular leak may be related to the valve depth on the left cusp side, however, this is unconfirmed. A non-ew valve was implanted within the 26mm sapien 3 valve, however, leak was still mild-moderate "likely all paravalvular leak due to the index valve". The patient presented with severe non-ew valvular leak, along with continued mild pvl (related to bicuspid). A valve-in-valve-in-valve procedure was performed using a 23mm sapien 3 ultra resilia valve approximately 8 years post implant of the 26mm sapien 3 valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the review of the medical record received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, corrected h6-type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (bicuspid valve/annulus shape, valve position slightly higher on the left coronary cusp side) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per the medical record, it was noted that during the index procedure, an additional 2+ ml was added to the delivery balloon, and post-balloon aortic valvuloplasty (post-bav) was performed, after which the paravalvular leak (pvl) was characterized as trace. A cardiac catheterization report approximately 3 years and 7 months post implant documented moderate to severe pvl of the index valve. The cardiologist documented that the valve frame depth appeared appropriate, although it may have been positioned slightly higher on the left coronary cusp (lcc) side. A transesophageal echocardiogram (tee) performed also documented moderate pvl, with one predominant jet located in the anterior/anterolateral aspect and a much smaller jet on the posterior aspect. No other valve dysfunction was noted. The patient had endorsed dyspnea on exertion and exertional chest pain.